Event description:
Hospital advised that the pump alarmed and displayed "channel errors". The error log was reviewed by an alaris technician on site who indicated that the errors were "communication disconnect" and "motor synchronization" errors. These errors led to the infusion to be interrupted. There was no patient consequence.